Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The unit ran for 30 seconds and was below specifications. The (fse) replaced the defective backup battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit failed the backup battery test. The device was not in use at the time of the reported event.